Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted using a prostyle device with an 8f sheath after a percutaneous transluminal angioplasty. Reportedly, the prostyle device was deployed antegrade at a very shallow angle. The device could not be removed as the foot did not close to its original position. Surgery was used to remove the device. The guide was found complete detached at the metal and black plastic portion. Tissue damage was noted. Surgical suturing was used to achieve hemostasis and treat the tissue damage. There was no reported delay in the procedure; however, hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported detachment was confirmed. Difficulty closing the foot was not confirmed due to the condition of the returned device. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose prostyle instructions for use as a potential adverse event of use of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 removed.